Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed. Upon device interrogation, the right ventricular lead was not capturing properly due to high capture threshold. The patient was stable before, during and after the event.